Event description:
The physician reported the stent deployed prematurely proximal to the aneurysm during an aneurysm embolization in 2005. On the next day, the patient was reported admitted to the operating room (or) for a grade 5 subarachnoid hemorrhage (sah). The physician reported the hemorrhage was clipped; however, the patient did not regain conciousness and subsequently expired in "2006". The physician did not disclose if the stent was retrieved during the initial procedure.

Manufacturer narrative:
The device in question will not be returned to boston scientific for further investigation as it was implanted into the patient. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. Boston scientific requested additional information to identify the specific device which the physician did not have at that time. If any further, significant information is found, a supplemental report will follow.